Event description:
This was a revision surgery to replace two broken array screws and two rods. The screws were replaced with the solitare product. The broken rods were not replaced. Two broken screws occurred during the revision procedure. Pt outcome: fine.

Manufacturer narrative:
Add'l catalog #, lot # and manufacture date for this report. Catalog #94650, lot #191925, manufacture date 07/2005; catalog #94740, lot #285252, manufacture date 01/2006.